Manufacturer narrative:
Literature events: author: adam haig1,*, andrew st john1,2, kasturi vaska3, xuan banh1, alexander huelsen1,2 title of article: comparing the diagnostic adequacy of 25-gauge fork-tip versus franseen versus reverse-bevel-type needles in eus¿guided tissue acquisition: a prospective randomized study with a retrospective control source: http://dx.doi.org/10.1097/eus.0000000000000025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective and prospective randomized controlled study compared the performance of fork-tip and franseen needles for the sampling of pancreatic, subepithelial, lymphoid, and other abdominal or mediastinal lesions. The study consisted of 3 arms: 1 retrospective control arm consisting of cases using the second-generation 25-gauge (g) procore needle and 2 prospective randomized arms using a third-generation 25g fork tip-type needle (sharkcore) and a 25g franseen needle (acquire). Between september 2018 and september 2019, 118 cases were included in randomization for the prospective arms of the study: 59 were randomized to the acquire arm and 59 to the sharkcore arm. It is noted one case was excluded because the fnb needle malfunctioned. It is unknown which device was used. Adverse event includes; 1 case of mild pancreatitis, 1 case of mild duodenitis; 1 case of mild aspiration pneumonitis; and 1 case of intraprocedural hypertension without end-organ damage.